Event description:
It was reported through a clinical survey that a 44-year-old, underweight, paraplegic female patient was admitted to the hospital with urosepsis and a stage 3 pressure injury in the sacral area. The patient presented with a braden score of 8. During the treatment period, the severity of the pressure injury remained unchanged. Additionally, two new stage 2 pressure injuries developed on the heels. The patient received medication and other wound care treatments. The survey respondent indicated that there was no device malfunction and that the product was used according to its indications for use. Several comorbid conditions and medications that may impede wound healing were also noted. Given the multifactorial nature of pressure injury development, it cannot be conclusively determined that the product contributed to the patient¿s outcome. Nonetheless, this event is being reported out of an abundance of caution. No additional information was provided. Additional attempts are being made to obtain more information.

Event description:
No new information.

Manufacturer narrative:
Multiple attempts have been made to gather further information, with no response received.